Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left hip revision approximately 12 years post implantation due to failed metal on metal construct with multiple adverse symptoms. During the procedure, fluid of metallosis was noted along with a large among of fluid and particulate matter. There was black-colored synovium that appeared to be pseudocysts throughout the joint found along with a large continuation of the pseudocyst in the large bursa. The cup component was found to be loose with the entire back coated with black material into the bone and synovium. The trochanter was noted to have necrosis along with sustaining an intraoperative fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes noting metallosis of the left hip. A large amount of fluid and particulate matter was found along with black colored synovium that appear to be pseudocysts throughout the joint. The cup component was found to be loose and coated with black material on the backside. The additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103203 ¿ stem ¿ 042650; 139252 ¿ insert ¿ 907300; 157444 ¿ head ¿ 742780. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00493.

Event description:
It was reported that the patient underwent right hip revision approximately 12 years post implantation due to pain, tissue and bone destruction, metal poisoning, and limitation of daily activities.

Manufacturer narrative:
Reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.